Event description:
It was reported that when the wand was inserted to the knee, a black foreign substance was found in the knee joint. The substance was removed. The patient had never undergone knee surgery before this time. The wand was second use, off-label use. The same device was use to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor not associated with the manufacture or design of the device which could result in the black insulation becoming detached is coming into contact with a metal object such as a cannula.